Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The plunger head was full of contamination. The event history log (ehl) showed force sensor test error. Customer stated problem was verified during start-up; due to the plunger head was full of contamination. The root cause of the issue was deemed caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced all parts in the plunger head and device passed all functional tests.

Event description:
It was reported that the pump showed force sensor test failure. No patient injury was reported.